Event description:
It was reported that the patient presented with degeneration. The patient underwent l4-l5, l5-ls1/2 plif/tlif using interbody device, rhbmp-2/acs, iliac crest bone graft (icbg), rods and screws. Three months post-op screws broke. No further details were provided. The patient's last follow up exam was performed at 22 months. Bone healing was assessed as healed/fused.

Manufacturer narrative:
Concomitant: interbody, tsrh 3d rods and screws, rhbmp-2/acs, icbg (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013.